Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user¿s dexcom g7 glucose readings were visible in the dexcom app but not on the ilet, and the sensor connection intermittently dropped from the pump; pairing was restored after guidance to toggle sensor type and re-enter the pairing code. Symptoms included no reported adverse clinical effects. Outcomes included no impact to blood glucose and no need for medical intervention or hospitalization. Investigation included customer troubleshooting and follow-up verification of successful pairing and data display on the ilet. Investigation of this case revealed a transient connectivity issue between the cgm and the ilet that resolved with re-pairing, consistent with intermittent wireless communication disruption. It was concluded, based on previously established findings for similar reports, that the cause was a temporary loss of communication likely due to environmental or device-to-device connectivity factors.